Manufacturer narrative:
Upon visual inspection of the returned unit, the broken tip condition on the cutter was confirmed. The broken piece presented considerable damage and deformation of the teeth. Pronounced friction wear marks could be observed on the housing window inner surface and inner radial area, as well as dents and deformation on the window edges. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes can be associated, but not limited to: (1) components do not fit properly (alignment/gap between cutter and housing assembly) (2) shaver blade comes in contact with a metal object (e.g. Scope) / bone and/or (3)excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the inner blade cut during procedure. Further, an odd sound was heard from the hand piece after it was used for only a moment. The hand peice was pulled out and procedure was continued with a new blade. Procedure was longer only a moment as the blade was swapped.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the inner blade cut during procedure. Further, an odd sound was heard from the hand piece after it was used for only a moment. The hand piece was pulled out and procedure was continued with a new blade. Procedure was longer only a moment as the blade was swapped.